Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead was dislodged. The atrial lead was explanted, and a new lead was implanted. The patient was stable throughout.